Event description:
The operator of a (B)(4) chemistry system observed imprecise quality control results with (B)(4) slides on (B)(6), (B)(6), and (B)(6) 2008. No patient results were reported. The laboratory did not report any allegation of patient harm. (B)(4).

Manufacturer narrative:
The investigation into this event concludes that the root cause was user error. The customer states that the calibrators used during the event were improperly reconstituted by the same technologist. Calibration with properly reconstituted calibrators has resolved this event.